Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that only the coil was returned for this complaint. The coil was found stretched and kinked. No more damages were found in the device. Microscopic inspection of the main coil revealed that the zap tip was detached and was not returned. The interlocking arm was inspected, and no damages were detected. Dimensional inspection of the main coil revealed the components were within specification.

Event description:
Reportable based on device analysis completed on 04mar2021. It was reported that the coil could not form a circle. The target lesion was located in the gastric fundus varicose veins. A 12mm x 30cm interlock was selected for use. During procedure, the coil was advanced from the micro catheter and could not form a circle. The coil was withdrawn and redeployed, however it was noted that the coil still could not form a circle. The physician withdrew them all and the procedure was completed with another of same device. No patient complication were reported and patient was stable post procedure. However, device analysis revealed that the tip of the main coil was detached.